Event description:
It was reported that during a procedure, the surgeon was "on the nerve and he could clearly see it but the monitor didn't give any response or stimulation." There was no report of impact or injury to the patient. The system was tested at the user facility after the incident and no fault was found with the system. The system continues to be used by the user facility and no further incidents have been reported.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.